Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The blood glucose level was 400 mg/dl. The customer reported that the infusion set cannula was break. The troubleshooting was not performed for high blood glucose and performed for needle break. Customer reports that they did receive medical treatment as a result of cannula fracturing while in the body. The insulin pump will not be returned for analysis.